Event description:
A malfunction alarm with the code "malf 12" occurred, and the customer was unsure if their blood glucose level had exceeded any thresholds as they declined to provide this information. Technical support assisted the customer with resetting the pump, and the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support again if the issue happened again. There was no reported impact to the customer¿s blood glucose level.